Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The camera was removed and sent to the factory for repair. The reported issue remains under investigation. A follow up report will be filed if additional information becomes available.

Event description:
It was reported that the system 9800 produced fluoro with no resulting image. There was no adverse patient involvement reported. There was no patient information reported.